Event description:
There was an allegation of questionable ft4 g3 elecsys results from the cobas e411 disk analyzer. The initial result was less than 0.500 pmol/l with a data flag. The repeat results were 2.19 pmol/l with a data flag and 14.51 pmol/l. The sample was sent to another laboratory using a cobas e411 and the result was 13.69 pmol/l. The questionable results were not reported outside of the laboratory. The regent lot number was 59321905 with an expiration date of 31-dec-2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The customer was not using the required adapters for 13 mm sample tubes. Therefore, a preanalytic issue was determined to be the most likely cause of the event.